Event description:
Patient fell and felt severe pain in hip. Went to ER and examined and scheduled surgery. (B)(6) 2014: additional information received from sales rep indicated that the patient fell and fractured femur, was taken to the ER examined by md and scheduled for a revision. Surgery based on the fx that occurred.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture after a fall involving a 127 size 8 secur-fit advanced stem was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for revision was trauma related due to the reported fall. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient fell and felt severe pain in hip. Went to ER and examined and scheduled surgery. On 6/18/2014: additional information received from sales rep indicated that the patient fell and fractured femur, was taken to the ER examined by md and scheduled for a revision. Surgery based on the fx that occurred.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.